Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. Release criteria was not met and the closure device was fully recaptured. During recapture the was became kinked. The kinked was was removed from the patient and a new was was used. The original wds was used to implant the closure device and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device analysis the returned device consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip were visually and microscopically inspected. A sheath kink was noted 4cm proximal to the tip of the was. No other damage was identified. Product analysis confirmed the reported event of a sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. Release criteria was not met and the closure device was fully recaptured. During recapture the was became kinked. The kinked was was removed from the patient and a new was was used. The same wds was used to implant the closure device and the procedure was completed. No patient complications were reported.